Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 3.0 x 23mm xience alpine device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified left anterior descending (lad) coronary artery. A 3.0 x 23mm xience alpine stent was deployed at 12 atmospheres. Post-stent implantation, a perforation of the lad was noted. Two rx graftmasters (2.8 x 16mm and 2.8 x 19mm) were used to treat the lesion. The 2.8 x 16mm rx graftmaster was attempted to seal the perforation, but was too small. Then a 2.8 x 19mm rx graftmaster was additionally used to successfully seal the perforation. The patient experienced some chest pain after the two rx grafmasters were implanted. An echocardiogram was performed and it was noted that there was a small pericardial effusion around the xience alpine and 2.8 x 16mm graftmaster, however, the area where the 2.8 x 19mm graftmaster was placed was fully sealed. The small pericardial effusion was not treated. Patient recovered fine. There was no adverse patient sequela reported. No additional information was provided.